Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm was confirmed in the logs. The flow sensor and expiratory valve were replaced. The unit was returned to service. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and was delivering higher positive end expiratory pressure than requested. There was no report of patient involvement.